Manufacturer narrative:
The device ro 14 043 has been inspected for investigation purpose. The tests performed confirmed that the device was functional ant the defect observed could not be linked to any device failure. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, robot experienced a collision between the instrument adapter and anchor bolt and was forced to shutdown and the robot arm was non-functional. A surgery delay of 2 hours has been reported.